Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial. It was reported that a caucasian female patient underwent breast reconstruction revision surgery with mentor glow study gel devices (B)(6) 2021. Adverse event # 1. Infection, (right side, implant serial number: (B)(4). Date of implant: on (B)(6) 2021, date of explant: (B)(6) 2021). On (B)(6) 2021, she presented with infection, which required medical device removal on (B)(6)2021. Adverse event # 2. Infection, (left side, implant serial number: (B)(4). Date of implant: (B)(6) 2021, date of explant: (B)(6) 2021). On (B)(6) 2021, she presented with infection, which required medical device removal (B)(6) 2021. Adverse event # 3. Wrinkling, (right side, implant serial number: (B)(4). Date of implant: (B)(6) 2021 (B)(6) 2021, she presented with wrinkling, which required fat grafting (B)(6) 2021. Adverse event # 4. Wrinkling/asymmetry, (left side, implant serial number: (B)(4). Date of implant: (B)(6) 2021). On (B)(6) 2021, she presented with wrinkling/asymmetry, which required fat grafting (B)(6) 2021. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the third and fourth events. Should more information become available, this note will be updated and case reassessed. This medwatch report is for the patient¿s right-sided device pertaining to the third event.